Event description:
It was reported that a cartridge alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump. Despite some initial difficulties documenting replacement details due to a known technical issue, a replacement pump with updated software was sent to the customer. The customer was instructed on how to store the problematic pump and return it to tandem to avoid charges. Additionally, the customer was informed of the need to program their settings into the new pump and reconnect their continuous glucose monitor. Customer reverted to an alternative method of insulin therapy.